Event description:
It was reported that high impedance and loss of sensing/pacing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Without return of the entire lead, a complete analysis could not be performed.